Event description:
Anesthesia machine turned off shortly after induction without prior warning. Patient was easily mask ventilated with ambu bag, hemodynamically stable, maintaining spo2 100%. Attempt was made to restart machine and biomed was called. Per biomed, machine was running off of battery power and not charged. Machine restarted and maintained power throughout remainder of procedure. Ambu bag and total intravenous anesthesia (tiva) set up readily available at all times. Patient was induced (ga tiva with natural mask airway), machine gave a warning for system shutdown in 10 seconds and then turned off. Anesthesia tech called biomed, machine turned back on and case continued without further incident. It was definitely plugged in prior to the case because biomed had checked it after the first time this happened and said it was running on battery and not holding charge, however there was no warning that the machine was running on battery in either instance.